Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was in the inner surface layer of the stomach during a laparoscopic sleeve gastroplasty, the surgeon made three staples and in the fourth stapling when pressing the trigger button, there was a locking of the manipulator in loop not being possible to activate the stapling. It was also stated that there was an unloading issue. The stapler was replaced to continue the procedure. There was no patient injury.